Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 10atm. The procedure was completed with a different device. No patient complications reported and the patient's status was good.